Event description:
It was reported that the patient experienced pericardial effusion. During a pulmonary vein isolation procedure to treat an atrial fibrillation, one farawave, one faradrive and one starter guidewire were selected for use. During procedure, after completing the pulmonary vein isolation using the prescribed approach, a pericardial effusion was confirmed with ultrasound. No resistance felt when maneuvering the catheter or guidewire. The pericardial effusion occurred during procedure, about 15 to 20 minutes later. The location of the occurrence is unknown, but it is thought to be near the ripv. Effusion was observed 60 minutes from admission to the room. 20 minutes from application of electricity. Confirmed with ultrasound. The drainage was then performed after surgical closure. The patient had a small left atrial volume, which made it difficult to approach the right inferior pulmonary vein and this sheath might have perforated the area near the right inferior pulmonary vein. The attending physician had no negative impressions of the product. The patient's prognosis was improving and therefore been discharged. The device is not expected to be returned since it was discarded.

Event description:
It was reported that the patient experienced pericardial effusion. During a pulmonary vein isolation procedure to treat an atrial fibrillation, one farawave, one faradrive and one starter guidewire were selected for use. During procedure, after completing the pulmonary vein isolation using the prescribed approach, a pericardial effusion was confirmed with ultrasound. No resistance felt when maneuvering the catheter or guidewire. The pericardial effusion occurred during procedure, about 15 to 20 minutes later. The location of the occurrence is unknown, but it is thought to be near the ripv. Effusion was observed 60 minutes from admission to the room. 20 minutes from application of electricity. Confirmed with ultrasound. The drainage was then performed after surgical closure. The patient had a small left atrial volume, which made it difficult to approach the right inferior pulmonary vein and this sheath might have perforated the area near the right inferior pulmonary vein. The attending physician had no negative impressions of the product. The patient's prognosis was improving and therefore been discharged. The device is not expected to be returned since it was discarded.

Manufacturer narrative:
Correction to the adverse event/product problem.